Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary main drawer 2.2 failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 failed to open. A field service engineer (fse) remotely accessed the station to inspect the drawer. The fse instructed the customer to gently push the drawer in to ensure it was fully closed. Following this action, the drawer was successfully recovered. The system functioned as intended after the field service engineer repaired the device. E1(initial reporter facility: (B)(6).